Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-3240-5027 fused light cable produced a burn on the patient. This incident occurred during a cystoscope procedure when the scope light got close to the patients bare skin.

Manufacturer narrative:
The complaint is not confirmed. (1) unpackaged ar-3240-5027 was received for investigation. Visual inspection revealed no apparent issues. Functional testing revealed one damaged fiber, but the device worked as intended and produced no excess heat when used as intended. Since the damage was to the patient's skin, it is likely that the operator did not turn off or reduce the intensity of the light source after using it in the patient. Per IFU: "avoid direct contact of the distal end with body tissue or flammable material, such as drapes, as it can cause burns and fires. Reduce the light intensity of the light source when working near body tissue or flammable materials." A probable cause can be attributed to misuse by the operator.